Event description:
An end user called for assistance checking the results as displayed in the device. After phone troubleshooting, it was discovered that the device display was not properly showing one digit for the test results. The device was replaced and the defective one returned for investigation.

Manufacturer narrative:
An unknown external force on the glass screen display pushed on the pcb supports causing them to fail and bend in addition to the glass cracking.